Manufacturer narrative:
Correction: h6 device code. The reported event was confirmed since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received device shows significant signs of extensive usage as evident by multiple surface scratches and areas of discoloration. There is no bending to the proximal fins of the device. The fins do show significant scuffs, scratches and discoloration. The capture pin appears to be snapped off at the middle. The breakage appears to be abrupt due to brittle fracture. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a combination of wear and abnormal use. The failure was caused by aggressive, frequent usage. If the capture pin was not completely retracted prior to disassembling from a mating trial component, the pin could break as noted in this complaint. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the screw inside the proximal body split.

Manufacturer narrative:
Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the screw inside the proximal body split.